Manufacturer narrative:
We have received the complaint device for evaluation and were not able to confirm the failure. All balloons were functional at an acceptable level. No problem with the device found. The lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All devices from this lot passed all required test tests including inflation/deflation test for all balloons. We are inconclusive regarding the root cause(s) of the problem. We believe that the most probable cause of the initial failure was the inflation speed of the balloons. The safety balloon activates prior to the internal carotid balloon if the inflation speed is too fast. We recommend slowly inflating the internal carotid balloon to prevent premature activation of the safety balloon (please reference the device IFU for more details). Our IFU also instructs the user to cover the safety balloon with the movable protective sleeve during the procedure. This will prevent reflux from the internal carotid balloon into the external safety balloon and prevent subsequent loss of vessel occlusion. Please note that no patient injury happened due to this incident.

Event description:
On thursday (B)(6), dr (B)(6) noted while testing the pruitt f3 carotid shunt with t-port (outlying), that the internal carotid balloon was not inflating fully before the safety balloon inflated. During the case after he had inflated both internal carotid and common carotid balloons and commenced his removal of plaque, there was blood coming from the internal carotid artery around the inflated internal carotid balloon. This caused a challenging patch angioplasty, extended the case's length and caused increased blood loss. Patient is okay.